Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device popped out of the incision during the cut test due to blade whip. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
No components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device popped out of the incision during the cut test due to blade whip. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.